Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. Programming changes were made and external equipment was exchanged, however this did not resolve the problem. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.